Manufacturer narrative:
A review of tickets was performed for architect anti-hcv reagent lot number 21461be00. The ticket search determined that there is normal complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. A retained reagent kit of lot number 21461be00 was tested in a specificity setup. Results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the architect anti-hcv reagent lot number 21461be00 was identified. This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. Multiple patient ids involved in this event; (B)(6). No patient demographic information is available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer generated (B)(6) architect anti-hcv results for 2 patients. The following information was provided: sid (B)(6), initial result (B)(6). The customer reported this patient as (B)(6). Sid (B)(6), initial result (B)(6). The customer reported this patient as (B)(6). No impact to patient management was reported.